Manufacturer narrative:
The reported event of device lost wireless connection file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 6/16/2016. A review of the device service history record was performed from beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification (B)(4) was opened for the source device. The quality notification was for system error 133.6090. There was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the devices ¿loss of wireless messages from alaris,¿ for an extended period of time last night (between ~ 7pm and 7am, 10/24 - (B)(6) 2018). It was reported that a maintenance IV fluid and continuous heparin were infusing at the time. There was no report of patient harm. There was no issue with wifi service on the nursing unit. The promedica super user channeled off the alaris pcu and powered system back on which restored functionality and the expected data appeared in epic flowsheet. The infusion support engineer team reported that this was an alaris wireless related issue that they had, new abgn wireless cards used as they did a refresh of their devices.